Manufacturer narrative:
Device evaluation: the device related to the reported event rupture was received on november 13, 2025, with lot number 2509350. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: rupture: observed broken device through microscopic inspection assessed as surgical impact opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases, encapsulation and nick other) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported "rupture". Diagnosed via MRI. This record is for the left side. Device was explanted and replaced with non-abbvie.

Event description:
Healthcare professional reported "rupture". Diagnosed via MRI. This record is for the left side. Device was explanted and replaced with non-abbvie.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). Continued e.1 postal code: 1070. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.